Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product use was congruent with the IFU. Cautionary product use conditions included the impending ruptured state of the aneurysm. The use of antiplatelet therapy might have contributed to this event due to the increased risk for bleeding complication. However, given this patient's medical history and the longevity of the device, aortic remodeling and/or disease progression might also have contributed to this event. The presumed type iiia endoleak could not be substantiated; there was adequate overlap seen one month post implant (4.5 cm). The stent appeared to be in a juxtarenal position, yet there was bilateral renal blood flow. The secondary procedure, its date, procedural outcome, or the final patient disposition could not be substantiated due to lack of information. It was reported that the patient was doing well. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Event description:
It was reported that approximately 74 months post implant of a bifurcated device and a infrarenal aortic extension the patient went in for a heart cath and the physician noted an endoleak. The overlap was only about 25mm and the neck was angled. The patient was treated with a competitor device. It was reported that the patient is doing fine.